Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the whole system was removed on (B)(6) 2018. The patient stated that with medication and acupuncture, it seems to be doing the trick and because she had a hysterectomy. The patient also reported that the incontinence feature of the system was not working; if she coughed she leaked because she believes whatever was down there kind of prolapsed when they took her uterus out for cancer. According to the patient, for about the last year and a half, therapy has not been doing its job. When they removed the device the asked them for the ins but the hospital kept the unit saying it was a biohazard and they dispose of it properly. There were no further complications or anticipations reported with this event. On 2018-jun-18 additional information received from the patient. It was reported that the whole system was removed on (B)(6) and there were scars present to prove it. There were no further complications or anticipations reported with this event.